Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: there was no pump history from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient reported that her blood glucose (bg) was "hi" on the meter (above 33 mmol/l) with nausea, vomiting, diarrhea, headache, and shortness of breath. The patient reported that last night she changed her infusion set and four hours later her bg was 23.6 mmol/l. The patient reportedly programmed a correction bolus on the meter remote. By 5 am the patient's bg was reportedly hi on the meter. The patient reportedly gave another correction bolus which brought her bg to 26.4 mmol/l. The patient stated that her bg corrected to 17.4 mmol/l after a correction injection. Customer support (cs) reviewed the pump with the patient. The patient confirmed that all settings were correct. The patient stated that the pump indicated a cancelled bolus the night before due to a communication error with the meter remote. She stated that the site and set were changed last night and again today before the call to cs. Cs concluded that the elevated bg was likely due to a bad site as the bg started to elevate after the site was changed last night; the patient's bg remained elevated due to a cancelled bolus from the communication error. The patient was advised by cs that when an error message occurs to check the bolus history to make sure that any pending boluses were delivered appropriately. This report was made because of the allegation that the patient experienced hyperglycemia while using insulin pump therapy.